Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had stored episodes of possible atrial fibrillation (af). Technical services (ts) analyzed device episode data and found that during one of the episodes there was a potentially inappropriate shock while programmed to the alternate vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.